Manufacturer narrative:
(B)(4). Dexcom reviewed the receiver data on (B)(4) 2014. There were indications of gaps in transmission.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-gl-pnk/sm41399120), that was being used with the transmitter during the reported event was returned on 07/29/2014. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the receiver data log confirmed an intermittent antenna icon. The root cause was determined to be a hardware component failure.